Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection discovered during the right ventricular (rv) lead revision. The system was explanted. No additional adverse patient effects were reported.